Event description:
It was reported that there was a misfire- cartridge got stuck mid way. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/14/2024 d4: batch # unk b3: event day and month unknown. Captured as 1/1/24 d4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? - no or, did the device start to deploy staples and cut but could not be completed (partially fire)? - yes or, did the device fully fire and stop during the automatic knife return? - no was there any difficulty opening the device? - no if yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? ¿ no impact was there any patient consequence or change in the post-operative care of the patient as a result of the event? - no an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 12/9/2024 d4 batch #634c90 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received partially fired 1/16. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 634c90, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 11/25/2024. Corrected data d4: UDI#. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.